Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported being unable to test due to the freestyle libre 2 reader not powering up with a button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and ¿felt flat¿ and was unable to self-treat. The customer¿s friend provided lemonade as treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.